Event description:
Rptr is calling in reference to a latex allergy. Her symptoms began in the spring of 1996 and consisted of hives on her hands and watery eyes. Her symptoms progressed to include swollen eyes, runny nose, coughing, congestion, tightness in the chest, wheezing, and headaches. She has made 2 trips to the ed on unspecified dates for relief of her symptoms. She has lost her job since her employer felt she was to much of a liability. She is unable to be around anyone who has had contact with latex gloves and still retains the powder residue on themselves or their clothing. She is now having symptoms (primarily sneezing) when she takes her son to the orthodontist. The proventil inhaler is for prn use.